Event description:
An end user who was using a 6240-5f walker fell when the walker collapsed. End user was using the walker because of recent abdominal surgery that required staples. Following the fall, end user states she had increased wound drainage which prompted her to seek medical intervention. Will update if additional information becomes available.